Manufacturer narrative:
This is a supplemental report to provide additional information since the investigation about the missing of the grasping section was completed. The fracture surface of the grasping section was wholly crushed. There was partially striation on the fracture surface. It was assumed that the repeated load of metallic fatigue due to heat of ultrasonic output affected. However, the cause of the breakage could not be conclusively determined. Based on the investigation result, the grasping section was cracked since the user continued to activate output without grasping tissue (including after the tissue already cut), besides the grasping section was broken off when it was subjected to a load. The above device handling has warned in the instruction manual as follows. *do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was partially missing. The tip of the tissue pad was returned but lack of a part. There was scratch on the probe. The grasping section of the subject device was partially missing. The tip of the grasping section was not returned. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The missing of the grasping section is under investigation. The above device handling has warned in the instruction manual as follows; do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a hernia repair, the subject device was used. The tissue pad of the subject device was partially separated. The tissue pad of the subject device was broken off. The intended procedure was completed with another device. There was no patient injury reported. Olympus medical systems corp. (Omsc) found that the grasping section and the tissue pad were partially missing. This is the report regarding the separation and the missing of the tissue pad and the grasping section.